Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced loss of connection on their pump. Multiple attempts were made but further information regarding the event was not obtained.